Manufacturer narrative:
The tech found the side rail is missing the ratchet rivet. The tech replaced the side rail ratchet rivet to resolve the issue.

Event description:
The technician alleged the side rail is not latching. No pt impact.